Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there's an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the battery cap was able to fully tighten. A power loss was not duplicated. There was a battery compartment crack observed below grip pad. One pump reboot event associated with the clearing of a call service (B)(4) error and one pump reboot event associated with a battery change was observed in the black box on (B)(6) 2015. The pump was exercised for 24 hours with no reboot, loss of power, or call service alarms. An intermittent power event was not duplicated during the investigation. There was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.